Event description:
It was reported that a meal was announced twice on the ilet by the user at a care facility, which the caregiver believed was accidental, and glucose reports initially appeared unsynced; subsequent review by the caregiver indicated two lunch announcements while the user¿s glucose remained stable. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user¿s third party. Investigation of this case revealed no device problem and characterized the event as a use-of-device problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.